Event description:
The customer reported via phone call that they had a motor error alarm during prime on the insulin pump. The alarm was explained and cleared. The pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. Customer's blood glucose was 228 mg/dl. A replacement insulin pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.